Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. Device evaluation summary: it was reported fixation feature breakage pre-op. Two empty opened foils, a paper lid and a dispensed needle-suture of product code sxpp1a301, lot pb5095 were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at the barbs and damaged on the side of the fixation were observed. Also, the other side of fixation tab was broken. The manufacturing records were reviewed and the manufacturing /packaging criteria were met prior to the release of this batch. According to the sample condition, suggest an improper handling of the sample. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab.

Event description:
It was reported that a patient underwent an unknown orthopedic procedure on (B)(6) 2019 and barbed suture was used. It was found that a half of the fixation tab of the suture had been missing when taking out the needle-suture from the package. Another package was used for the patient. The missing piece of the fixation tab could not be found. There were no adverse consequences to the patient. Upon evaluation of the device, one side of fixation tab was broken.